Event description:
The customer reported that the back of the piston at the end cap sticker was detaching. Advised to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with detached end cap and missing end cap sticker.